Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As initially reported by a female consumer through email on (B)(6) 2018, she had developed a corneal ulcer after the replacement of her contact lenses. The consumer reportedly wore the lenses in the morning and she began experiencing pain in her left eye in the evening of the same day. The symptom progressed and had been accompanied with swelling and discharges which allegedly developed into a red eye and prompt the consumer to remove the contact lenses immediately. The consumer added that an ophthalmologist confirmed that she has corneal ulcer as a result of using the air optix night and day aqua contact lenses. The consumer added that it is already her 3rd month of using the product and have not experienced this condition with previous use. She mentioned that she does not have any compliant with the product, and cleared that it is only one eye that was affected. The consumer used ciprofloxacin hcl ophthalmic drops as treatment. No information regarding treatment modality was provided. The condition has not yet resolved.